Manufacturer narrative:
Additional information: section b5 - describe event or problem: account provided that the patient's visual acuity one day post-op was 0.8; however, when the pupil was dilated, a crescent-shaped shadow appeared on the foot side, and the lens was displaced. Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: october 8, 2024. Section h3 - device evaluated by manufacturer? Yes. Section h6 - device code(s): 2923 - device dislodged or dislocated. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product. The plunger rod was found partially advanced and the cartridge tip was observed to be cracked, and the cartridge tube was damaged. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage; however, viscoelastic residue was observed in the lens module which could have contributed to the complaint event. The device assembly and plunger rod advancement were inspected, and no issues were identified. No lens was received for evaluation. The customer provided video was evaluated. The video displayed the implantation of an iol into an eye and no issues or haptic detachment were identified. The trailing haptic was observed to be unfolding at a normal pace and later appeared to be in the correct position. Additionally, the base of the leading haptic was observed and displays no damage. No further evaluation was performed. The complaint issue "haptic detached", "difficult to use" and "instability of device after implantation" were not identified during product and video evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. A product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review of the file it was noted that during the initial MDR submission, two codes were inadvertently omitted from report 3012236936-2024-0002650. Therefore, this supplemental filing is to update the following sections accordingly: section h6 -health effect - clinical code: 2140 - visual disturbances. Section h6 -health effect - clinical code: 4581: device dislocation. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician experienced a feeling of resistance when rotating the plunger when implanting the preloaded extended depth of focus intraocular lens (iol). Following the iol release, the injector appeared slightly difficult to remove. When it was finally removed, the trailing haptic of the iol became detached. As there was no supplemental iol available, the original iol was implanted as is. The patient's visual acuity one day post-operation was 0.8, which did not pose a problem for the patient. However, when the patient's pupil was dilated, a shadow resembling the shape of a crescent moon was observed on the side of the lens, indicating that the lens was deviated. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the iol was explanted on september 9th and a replacement iol was implanted. No further information was provided.